Event description:
The customer contact reported during preventive maintenance at the user facility, the device alarmed with a s321 (motor error-fmc, left) service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.